Manufacturer narrative:
Correction to fill out section h7 that was previously missed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for malignant pain. The patient reported they should have called 'a long time ago' because for 'the last number of days,' they had been unable to connect to their pump to bolus. Patient stated, 'it's taking 15-20 minutes sometimes to get a bolus, the percentage sits at 90% for 10-12-15 minutes' and they had seen 'connection interruption,' in reference to service code 338, and 'app restarts' and 'service codes 156 and 338, ' as well as 'bolus rejected,' service code 362. Patient stated they get counted for a bolus and see a lockout but get service code 362. Patient stated they need to 'just start over' and get another replacement equipment sent to them. Patient stated 'this one (handset) has lasted me quite awhile - it (handset) just gives out and I just waited too long.' When agent attempted to clarify the progression of screens, patient stated 'it goes from 8% to 16% to 31% to 72% to 81% to 90% and it does the first 3 percentages in a couple minutes and the rest of them take longer and longer as it progresses and it usually sits on 90% until it just rejects it,' and eventually clarified 'after 90% it says patient bolus is currently locked out, please wait until the lockout is complete,' but stated the bolus was not working because they were not getting any relief from the boluses. Patient later stated when they attempt to bolus, they would see 90%, and then one of the codes 156, 338, or 362 would automatically come up but do not know which of the 3 would pop up, and then stated, 'but recently it's more the rejection (362) in the last awhile.' Patient then stated, 'to have this interruption a few times a day, during work, was frustrating and it was stressful for me and it stresses my kryptonite, when I have to start and restart work because I have to keep going away to do this and people are asking where I am at work.' On the call patient had myptm app open to 5 boluses left but stated their last attempted bolus was rejected. Agent assisted the patient in clearing data. Prior to data clear, patient's data was 1.95 mb. Agent then assisted patient in connecting to the pump, and patient reported seeing 'no device found,' and eventually stated they just repeatedly kept pressing 'retry' without mentioning it to agent while they were doing it. Agent assisted patient in resetting communicator but patient's equipment had significant difficulty progressing through. Patient stated, 'it will eventually, even if I turn it off, I could deliver a bolus now but I didn't see that when I turned it off,' in reference to eventually seeing 'deliver bolus' screen even after turning communicator off. Patient had significant difficulties navigating handset throughout call and stated the handset was doing different things on its own when agent attempted to navigate patient through clear data. While on the call, patient mentioned they had only been able to get 3 boluses today due this issue but they were programmed for 6 boluses a day. Patient stated they would do more if it was not so difficult to connect. Agent agreed to replace handset as part of troubleshooting. A request was sent to repair to replace the handset and agent redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: th90t01, lot#: rf8t607yyed, product type: mobile platform, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was lagging at 90% for about 10 minutes. The agent reviewed the data and walked the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. They were considering upgrading to the synchromed 3. They were having trouble with the pump itself as they had pain, and it hurt. The agent clarified with the patient and the patient said that the pump was on their left side and the pain was more on the lower part near their belly button. When asked for the event date, the patient said that the pump had always helped and that things were working fine for a while with the handset, until the 90% lag started.